Event description:
It was reported that this left bundle branch (lbb) lead was part of the system revision due to infection with pain and discomfort. Reportedly, the patient had redness and pain around the implant site. Furthermore, the patient undergone a wound vacuum procedure. No adverse patient effects were reported. The lbb lead was explanted.